Manufacturer narrative:
Patient identifier is (B)(6). Exact date of symptom onset (pain) is unknown. Additional product codes for this report include hwc. The original implant procedure was performed on an unknown date less than one (1) year ago. Per facility, the complainant parts were discarded and no longer available for evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: june 10, 2015 . A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7945919) met all specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right hip hardware explant surgery was performed on (B)(6) 2016 after patient reports of pain. During the revision, all hardware was successfully removed intact. The patient had completely healed, so no new hardware was implanted. The surgery was completed with no patient harm or surgical delay. This report is 2 of 3 for (B)(4).